Manufacturer narrative:
Updated sections: g4, g7, h2, h6, h10. Corrected sections: h3 changed to device discarded. Trackwise # (B)(4). A lot history record review was completed for this historical lot # 25150842 shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. H3 other text : device discarded.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro vh-3500. When the harvester had switched over to the harvesting cannula, he noticed the inner ring of the btt seal had come off and was at the base of the scope. Case went without issue. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID # (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro vh-3500. When the harvester had switched over to the harvesting cannula, he noticed the inner ring of the btt seal had come off and was at the base of the scope. Case went without issue. A replacement device was used to complete the procedure. The hospital did not report any patient effects.